Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused difficulty breathing and asthma. The patient did report receiving medical intervention and is taking medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.